Manufacturer narrative:
The manufacturing location for this product is atom. This site is an OEM manufacturing site. Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set/60drop/2cq/f/sb/50cm leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Actual sample (4 pieces) was received, leakage from the filter part was recognized as requested. For 3 bottles, liquid leakage occurred from the air vent (exhaust hole) at the bottom of the filter. Therefore we asked the manufacturer of filter to investigate the relevant parts. Regarding the remaining one, splicing pipe at the lower part of the filter and the connection part of the tube were split, and leakage was recognized. In addition, this product has been found to be abnormal in the shipping test (jis airtightness standard: 150 kpa, no water leak at pressurized for 15 minutes * sampling inspection n = 8) in all past production lots there was not. This product has performed all exterior inspection just before packaging after assembly. Regarding leakage from the connecting pipe of the lower part of the filter and the tube, it was presumed that a tear occurred due to excessive load in the direction of flexion locally applied or being pinched by something during use. According to the results of three other actual products surveyed by the filter manufacturer and distributor, in the actual product 1, the membrane of the filter was welded normally, and leakage was not observed in the pressure inspection from the upstream side, but from the downstream side reverse pressure test leakage was observed at 40 kpa. In actual product 2, the membrane of the filter was welded normally. In the pressure test from the upstream side, clogging of the membrane was recognized. Leakage was not noticed by back pressure check from the downstream side. In actual product 3, the membrane of the filter was welded normally, but leakage was observed at 40 kpa in the pressure test from the upstream and 25 kpa in the reverse pressure test from the downstream. From the above, it was estimated that no trace was found in any of the actual products that could be attributed to production, one was due to clogging of the membrane in use, and two were due to denaturation of the membrane in use. Drugs that individually render the membrane hydrophilic were not accepted from the medication list provided. Regarding compound change, cooperation of pharmaceutical manufacturers and detailed information provision are necessary, and in investigation by our company and filter manufacturer and distributor, the cause was not identified.

Event description:
It was reported that IV set/60drop/2cq/f/sb/50cm leaked. No serious injury or medical intervention was reported.